Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Subsequently, the pump shut down. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.